Event description:
Customer reported battery that depleted 40% per day. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up from technical support and is currently in the process of obtaining a new device as they are out of warranty.